Event description:
During an initial implant procedure, there was resistance and the stylet was unable to be removed from the left ventricular (lv) lead body. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient was stable with no consequences.